Event description:
It was reported that the stent delivery system (sds) was delivered to the lesion, but the stent dislodged from the balloon. The stent was successfully retrived with a snare device. The lesion was again pre-dilated and another stent was used to complete the procedure. Reportedly, there were no pt effects.